Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer 3.1 pocket e4 would not open. The customer reported that they had to access the medications from the pharmacy that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.